Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The patient noticed the leak when he found the self-adhesive of the infusion set was wet. He experienced elevated blood glucose levels as high as 400 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.